Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This is two of two events of a fluid leak reported for the same patient involving two separate malfunctions.

Event description:
Peritoneal dialysis patient contact reported that the patient observed evidence of a fluid leak on or about (B)(6) 2017 in the cassette area after treatment was completed. It is unknown if the cycler alarmed when the leak was observed. Follow up with the patient's peritoneal dialysis patient indicated that the patient was asymptomatic and was not prescribed antibiotics. The set was discarded.